Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw1038 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the product broke "directly after the valve." The catheter was removed. No additional information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause could not be determined. One 4 fr s/l powerpicc was returned for investigation. The PICC had been trimmed to length at the 41 cm depth mark. Residue from use was observed on the extension leg, molded wing, and catheter tubing. The residue nearly encapsulated the molded wing and section of tubing distal to the wing. Impressions from hemostats were observed on the connector. Functional testing revealed a leak at the distal end of the molded wing. The surface of the tubing around the hole was rough and granular. The tear in the tubing was located within the distal end of the molded wing. The hole could be attributable to chemical exposure and/or stress applied from kinking or flexing the tubing close to where it was constrained by the molded wing; however, the exact cause and all contributing factors could not be determined. Placement or securement of the catheter where kinking may occur should be avoided to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of rebw1038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the product broke "directly after the valve." The catheter was removed. No additional information was provided.